Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-01701.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime per specifications. Reservoir passed per specification. No occluded anomaly was observed during analysis.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the hospitalization was over 300 mg/dl. Customer stated that his insulin pump was alarming no delivery and he was not getting insulin due to his reservoir was occluded. Nothing further was reported.